Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill gauge estimate after filling the cartridge with 300 units of insulin. Once 27 units of insulin had been delivered, the insulin gauge readjusted and was accurate. The customer's blood glucose level was not impacted.